Event description:
It was reported that pt experienced a loss of stimulation and an increase in pain. The pt developed capsulitis and the device site noted by pain with palpation at the device pocket. X-rays revealed the right lead had displaced to t12. Dual tap with attempted lead placement. Additionally, it was noted the battery was depleted after 4 months. The system was explanted and may be reimplanted at a future date.